Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, the stylet could not be removed, and the right atrial lead could not be implanted. The another lead was used to complete the procedure. The patient experienced no consequences related to this event.